Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The complaint is being reported due to a broken shaft found on the monopolar curved scissors instrument.

Event description:
It was reported that prior to starting a da vinci procedure, the shaft of the monopolar curved scissors instrument was found to be broken. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.